Event description:
Event description boston scientific crm received information that this pacemaker, which is part of an advisory regarding a low voltage capacitor component, exhibited an advisory symptom of missing daily measurements. The caller confirmed the data was missing, and was not a 'nr' reading. There was no other allegation against device performance or any adverse patient effects reported.